Event description:
It was reported that during the beginning of a da vinci myomectomy procedure, while dissecting fibroids from the uterus, the permanent cautery spatula instrument stopped working. The surgical staff then noticed the instrument was broken at the elbow. As a result, the surgical staff undocked the system arm and cut the instrument tip off in order to remove the instrument from the cannula accessory. The instrument was replaced with another instrument of the same type. The surgical staff then noticed after a few minutes that the replacement permanent cautery spatula instrument was broken at the elbow. As a result, the surgical staff undocked the system arm and cut the instrument tip off in order to remove the replacement instrument from the cannula accessory.

Manufacturer narrative:
The instrument and detached wrist were returned and evaluated. Per the customer reported complaint, engineering observed the proximal clevis is missing a .200 inch by .115 inch piece between the ears and pieces of the main tube interface wall are missing. Based on the engineering evaluation, a likely failure mode was overloading of the instrument at the tip, causing the breakage. No other damage found. Per the case notes, no broken instrument components fell into the patient. The following medwatch reports listed below were also sent to the FDA are related to this case. 2955842-2008-00048, 2955842-2008-00050.